Manufacturer narrative:
The device has been discarded and is not available for evaluation. The lot number is unknown; therefore, the device history record review is unable to be completed. The UDI number is unavailable. When the MDR submission number for the second foresight sensor involved in this event is available, it will be sent in a supplemental submission.

Event description:
It was reported that there were inaccurate readings with the foresight sensor. The lot number is unknown, the sensor has been discarded. The sensor placement was cerebral. There were two foresight sensors used with the patient, one on each side. During the procedure the edwards representative reported that the signal was going in and out. One side had a reading significantly lower than the other side. The reading did not correlate with the clinical setting. There was no inappropriate patient treatment administered. The patient demographics were requested and are not available. There was no patient harm or injury.

Manufacturer narrative:
This foresight sensor product was used with a second foresight sensor product in this event. The MDR submission number for the second sensor is 2015691-2023-10849. This foresight sensor was discarded at the facility and is not available for return.